Event description:
Additional information was received on 12/1/2021 stating that the patient is an oncology patient therefore the probe was exchanged for a new one at the moment they realized it was leaking. The patient had to undergo another endoscopy to pass the new probe.

Manufacturer narrative:
Additional information was provided by the initial reporter on 12/1/22.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. The device was received for evaluation and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
The following sections were corrected: b5: describe event or problem; h6: evaluation codes: health effect - impact code, medical device problem code.

Event description:
The customer reported an issue when attempting to clear the nasoenteral probe. The probe was placed recently via endoscopy and was only in use four days. There was detachment of the y from the enfit connection. The customer reported this has happened naturally when using the probe, without excessive pressure. Additional information was received on 12/1/2021 stating that the patient is an oncology patient therefore the probe was exchanged for a new one at the moment they realized it was leaking. The patient had to undergo another endoscopy to pass the new probe.

Event description:
Customer reports: when attempting to clear the nasoenteral probe, I came across the video situation. After only four days of use, the probe passed via endoscopy ; detachment of the y from the enfit connection.